Event description:
It was reported that a burr became stuck with the rotawire and procedure was cancelled. The 90% stenosed, 25mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, the guidewire was kinked and became twisted with the burr. Furthermore, the burr became stuck in the wire and could not be used. It was also noted that the burr was kinked. The devices were not able to be separated while inside the patient and they were completely removed directly. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a burr became stuck with the rotawire and procedure was cancelled. The 90% stenosed, 25mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, the guidewire was kinked and became twisted with the burr. Furthermore, the burr became stuck in the wire and could not be used. It was also noted that the burr was kinked. The devices were not able to be separated while inside the patient and they were completely removed directly. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the coil was stretched. The burr was found partially within the sheath. As the wire used in the procedure was not returned for analysis, a test rotawire was used. During testing, the wire was not able to advance through the burr catheter due to the stretched coil.